Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon products involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture products used in this procedure? Citation: indian j surg (december 2015) 77 (suppl 3): s1148¿s1153; doi 10.1007/s12262-015-1224-9. (B)(4).

Event description:
It was reported via journal author: "title: fast-tracking colostomy closures". Author(s): aditya j. Nanavati & subramaniam prabhakar. Citation: indian j surg (december 2015) 77 (suppl 3): s1148¿s1153; doi 10.1007/s12262-015-1224-9. This retrospective study aimed to analyse perioperative period and recovery in colostomy closures to confirm that fast-track surgery principles improved outcomes. During the 4-year period from may 2009 to apr 2013, 50 patients underwent colostomy closure and were allocated into fast-track arm (n=26; n=14 male and n=12 female; mean age sd of 32.46±11.19 years) and conventional care arm (n=24; n=15 male and n=9 female; mean age sd of 34.46±15.5 years). The double layer hand-sewn anastomosis was achieved using 3-0 mersilk sutures in all cases. Postoperatively in fast-track group complications included post-operative ileus due to anastomotic leakage (n=1), wound infection (n=1) for which patient was re-admitted and wound dehiscence (n=1). In conventional group, complication included wound infection (n=2) for which one patient required re-admission due to severe wound infection. It can be safely concluded that surgeries like colostomy closures may be performed under the umbrella of a fast-track surgery program.

Manufacturer narrative:
(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2018-74263 is not reportable. Additional information was requested and the following was obtained: response received from author: I do not believe the suture was directly or indirectly responsible. We used the same suture in both study and control groups. Also used the same technique. I have in no way implicated any complication on a suture.